Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experiencing ongoing high blood glucose (bg) levels (400-500 mg/dl). The delivered a bolus; however, the bg level did not decrease. The pump supplies were changed and insulin injections were administered to resolve the high bg. The customer did not know what caused the high bg. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.